Event description:
Around 8:30 a.m. While the patient was eating breakfast and receiving oxygen from the c1000, a cloud of vapor appeared. When the vapor cleared, the cannula was frozen to patient's face. The patient was taken by ambulance to the emergency room, but was not admitted. The patient had burns both inside and outside the nose, and slight burns high on the cheek where the cannula sits. The patient's prescribed flow rate is 2 lpm.